Manufacturer narrative:
Follow-up # 1 date of submission 05/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2014 with the following results:a review of the black box showed no loss of prime issue; an unacknowledged no cartridge detected warning following an empty cartridge alarm was observed on 03/03/2014. No loss of prime occurred during investigation. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.